Event description:
Customer reportedly received results of hi (greater then 600 mg/dl) and 195 mg/dl within 10 minutes on the aviva system. Customer administered novolog after testing hi. No adverse event reported. Requested return of suspect device and replacement was sent.